Manufacturer narrative:
Further information has been requested, but not yet received. The investigation is ongoing.

Event description:
A user facility in (B)(4) reported that a new blade was damaged by little pressure and led to the scattering of metal parts around the cornea. There was no medical intervention or patient impact.

Manufacturer narrative:
Further information has been requested, but not yet received. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that a new blade was damaged by little pressure and led to the scattering of metal parts around the cornea. There was no medical intervention or patient impact.

Event description:
Additional information was received indicating that this event occurred during setup, where there was no patient involvement.

Manufacturer narrative:
Upon further investigation, it has been determined that this event does not meet reporting criteria. This event has been reassessed as not reportable.